Event description:
Per complaint (B)(4), a patient experienced pain and intraoral infection. Their dental implant was explanted six years after initial placement. An edema, inflammation, and osteopenia were also reported.